Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient removed the urethral catheter without any urethral hemorrhage being seen. There was around 5 ml fluids inside the balloon of the removed urethral catheter. After the problem occurred, a new urethral catheter was indwelled, increasing pain to the patient. The removed urethral catheter and balloon were complete.

Event description:
It was reported that the patient removed the urethral catheter without any urethral hemorrhage being seen. There was around 5 ml fluids inside the balloon of the removed urethral catheter. After the problem occurred, a new urethral catheter was indwelled, increasing pain to the patient. The removed urethral catheter and balloon were complete.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿difficult to deflate¿ with a potential root cause of " foreign matter during processes (flap or flash during punching)". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not required. The product code for this z60/74 product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the unknown urine tube product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.